Event description:
It was reported that the safety lock broke off of the bd eclipse¿ safe skin injection needle after uncapping the needle during use. The following information was provided by the initial reporter: "¿uncapped bd eclipse 25g x5/8 to give patient sqh shot. During uncapping of needle, safety lock broke off. After giving shot, there was no safety lock present on the needle anymore.¿"

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety lock broke off of the bd eclipse¿ safe skin injection needle after uncapping the needle during use. The following information was provided by the initial reporter: "¿uncapped bd eclipse 25g x5/8 to give patient sqh shot. During uncapping of needle, safety lock broke off. After giving shot, there was no safety lock present on the needle anymore.¿"